Event description:
Reportable based on the product analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure no cross occurred. The target lesion was located in the highly calcified circumflex artery. The physician advanced a 2.75 x 32mm ion stent delivery system (sds) but did not cross. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: returned product consisted of a taxus element/ion stent delivery system (sds). The balloon was tightly folded with the stent secured on the balloon. The stent and shaft were kinked in two locations; between the first and second rows and between the fifth and sixth rows of the proximal end of the stent. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).